Manufacturer narrative:
The technician found the siderail latch spring was dirty. The technician cleaned and lubricated the latch spring to repair the bed.

Event description:
Information received indicates the left intermediate siderail is not locking in the up position.